Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by edwards japan affiliate, this is an off-label use case because of severely tortuous thoracic aorta. During a transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, during valve alignment with fine adjustment wheel, the nose cone suddenly popped. Negative pressure was applied to the inflation device and back-flow blood was observed. The commander delivery system balloon rupture was considered. The dryseal and the delivery system was carefully pulled back until the lower limb. However, the devices got stuck in the distal external iliac artery (eia). Thus, the devices were removed by cutting open the right groin. When the retrieved delivery system with sapien 3 valve was checked, the triple marker of the delivery system balloon was torn, and vascular endothelium was noted at the valve. Surgical repair was conducted to the lower limb vessel. Lower limb digital subtraction angiography (dsa) confirmed that there were no abnormalities. It was assessed that to re-perform tavr via transfemoral approach was difficult and the procedure was completed without valve deployment. The patient had infectious disease and vascular endothelium was observed at the device.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, device code,ltype of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. Imagery was provided by the site and revealed the following: patient tissue wrapped round crimped transcatheter heart valve (thv), with balloon bunched. Circumferential balloon damage, balloon wings not visible. Tortuosity and calcification in patient anatomy. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint for valve alignment difficulty or inability were unable to be confirmed due to lack of returned device or applicable imagery. However, the complaints for balloon leak and difficulty or inability to withdraw system with valve through non-edwards sheath" were able to be confirmed based on evaluation of provided imagery. A review of the device history record, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. As reported, "during valve alignment with fine adjustment wheel, the nose cone suddenly popped. Negative pressure was applied to the inflation device and back-flow blood was observed." Additionally, it was reported that "considering severe tortuosity in the thoracic aorta, an 18f dryseal sheath (65cm) was used. The tip of dryseal past the tortuous region and the aortic arch. Then, a safari wire was placed. After balloon aortic valvuloplasty (bav) was performed, a delivery system was inserted, and valve alignment was performed in the ascending aorta." If valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties, the provided patient anatomy shows calcification and tortuosity present. Calcification can create sharp nodules that can interact with the balloon causing damage. Additionally, it is possible that the observed balloon damage occurred during fine adjust, due to the high alignment forces. Lack of the balloon wings visible during imagery evaluation indicate that this was likely not a failure of the inflation/crimp balloon bond. It is possible that the high alignment forces caused the apices of the crimped thv to impinge upon the balloon, causing damage to the balloon that may propagate with additional exposure to high alignment forces, which may have been applied during difficulties with valve alignment, resulting in the observed balloon damage and subsequent leakage. The balloon damage may have resulted in an altered balloon profile that interacted with the sheath tip as well as the possible non-coaxial withdrawal due to the present tortuosity during withdrawal attempts, leading to the reported withdrawal difficulty. A definitive root cause is unable to be determined. Available information suggests that patient (tortuosity, calcification) and/or procedural factors (withdrawal of burst/torn balloon, non-coaxial withdrawal, valve alignment in non-straight section, high valve alignment forces) may have contributed to the reported event. The IFU and training manuals have been reviewed and no device or labeling problem was identified, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no further corrective or preventative action nor product risk assessment escalation is required. In this case, the reported perforation of vessels was likely caused by device manipulation during withdrawal of the devices and/or patient factors severe tortuosity and calcification of the access vessel that may have contributed to the complaint event.